Event description:
Litigation alleges that patient experienced pain and lack of mobility, which may require revision surgery in the future.

Event description:
The complaint has been reopened because a revision of the patient's right hip was reported. He was revised on (B)(6) 2013 to address pain. Part and lot numbers were provided.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2374839. A search of the complaint database and/or DHR review was not possible for the unknown bone screw as the product and lot code required was not provided. A search of the complaint database search finds additional reported incidents against lot code 2788925 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). The investigation has been reopened due to receiving revision information. Depuy will notify the FDA when the investigation is complete.